Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Further, the instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal repair (etep) bilateral inguinal hernia surgical procedure, the prograsp forceps instrument had a broken cable. The procedure was completed with no patient harm.